Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2317-70. Serial/lot: (B)(4). Description: infinion cx. Device remains implanted in patient.

Event description:
A report was received that the patient has a possible infection at the midline wound site. Pus was reported. The physician will investigate and treat.

Manufacturer narrative:
As the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However, a review of the complaint report, device history record, and sterilization record were found to be satisfactory and did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint. Device not returned.

Event description:
A report was received that the patient has a possible infection at the midline wound site. Pus was reported. The physician will investigate and treat.